Manufacturer narrative:
Manufacturer¿s investigation conclusion: the centrimag console, serial number (B)(6), was returned for evaluation due to a s3 alarm. The console was functionally tested at the service depot and performed as intended. The console was serviced and returned to the customer for further use. The root cause of the reported event was determined to not be correlated to an issue with the console and has been addressed under the centrimag motor investigation. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Event details: there is an s3 alarm on the console while in use and the notification will not go away. Site is sending back both console and motor that were working together so that abbott can inspect both. Actions performed: devices taken out of circulation and sending back for analysis. Alarm description: unknown / s3. Alarm status: audible was a pump explanted?: no, was a pump exchanged?: no, patient re-admitted?: no, patient returned to or?: no.

Manufacturer narrative:
Section a: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the s3 error occurred while the patient was down for computed tomography. There was no loss of flow or issues with patient support. It was attempted to try to clear the alarm but the alarm continued. The patient was taken off extracorporeal membrane oxygenation off (B)(6) 2025.